Event description:
The event is reported as: the customer alleges the valve ripped apart during the first use of the device. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.